Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted a cut in the outer insulation approximately 23 centimeters (cm) from the terminal pin. Additionally, the helix was noted to be extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. The lead was initially placed with acceptable measurements. After the left ventricular (lv) lead was implanted, noise was noted on the ra lead. The ra lead was removed from the device and tested via a pacing system analyzer (psa) with noise still being observed. Insulation damage was noted. The lead was not used and a new ra lead was successfully implanted. No adverse patient effects were reported.